Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent posterior lumbar interbody fusion and posterolateral fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. Reportedly, he was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, i.e., in the disc space and over the posterior elements. Allegedly, the patient's "post-operative period was marked by a period of improvement, followed by increasing return of lower back pain and radiculopathy. Patient's radiographic imaging revealed bony overgrowth, where rhbmp-2 was implanted." The patient underwent two revision surgeries on (B)(6) 2010 and (B)(6) 2011, due to severe pain and symptoms. Reportedly, the patient "continues to experience constant pain and radicular symptoms in his lower back, buttocks, legs and feet. He is disabled and can no longer work. He experiences difficulty sitting, standing and walking."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.